Manufacturer narrative:
The affected sample was collected and tested at the same site on the same day. Collection tube was tubo bd vacutainer® sst¿ with gel separator (yellow, 13x100 mm). The sample was centrifuged at 3500 rcf for 10 minutes. Siemens healthcare diagnostics concluded investigation into the discordant nonreactive atellica im sars-cov-2 igg (scovg) patient sample result. The patient was drawn and tested 8 days after a positive pcr test result. According to the clinical sensitivity and specificity section of the atellica im scovg instructions for use (IFU), clinical sensitivity between 7-13 days after pcr is 82.47% with a 95% confidence interval of 76.38-87.55%. There is not an expectation the siemens scovg assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The siemens scovg and cov2t assays may not always correlate. The siemens scovg method measures igg antibodies and the siemens cov2t method detects igg and igm antibodies. The limitations section of the IFU states the following: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." Based on siemens' investigation, no product non-conformance has been identified. Customer is operational. No further action is required. A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua) and/or policy d.

Event description:
A customer obtained a nonreactive (negative) atellica im sars-cov-2 igg (scovg) patient result that was considered discordant compared to a reactive (positive) atellica im sars-cov-2 total (cov2t) result and to a positive result with an alternate igg method. The initial result was not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant scovg result.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00181 initial report on 03/09/2021. Additional information - 03/09/2021: device was not serviced by a third party. No other information is being changed or added, including the investigation results/conclusion and coding information provided in the MDR 1219913-2021-00181 initial report. No further action is required.